Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 400 mg/dl. Customer treated with shot. Was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high. Insulin pump will not be returned for analysis.